Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set came off of the customer. The type of infusion set used was not known. Blood glucose (bg) was 500-600 mg/dl and insulin injections were administered by the contact as the customer was only (B)(6). A new infusion set was applied and insulin delivery was successfully resumed.